Manufacturer narrative:
E1 initial reporter phone no. : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp continu-flo solution set had a hole in the IV tubing below the middle port, resulting in leakage. The set had been primed with normal saline with no issues noted. The event occurred within 10 minutes of initiating an iron sucrose infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: the actual device was received for evaluation. Visual inspection of the returned sample did not identify any abnormalities that could have caused the reported issue. A pressure test under water was performed, and a leak was observed in the tube due to a cut. Additionally. Clear passage under water test was performed, and no defects were observed. The reported condition was verified. The cause of the condition is determined to be damage incurred during packaging process, where the set was improperly positioned within the pouch, exposing components to the packaging machine blades. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.